Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, tachy mode was turned off due to palliative care as per physician's order. Boston scientific technical services (ts) explained that at this case, keeping the device could be considered as patient is in palliative care and device will continue to beep unless permanently disabled in the beeper function. To date, this device remains in service. No adverse patient effects were reported.